Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-6069-90, reelpass sutr lasso90 deg crv str was reported to have reel pass not progressing the suture forward out of the end of the needle. This occurred on (B)(6) 2026 during a rotator cuff repair procedure. The case was completed successfully opening another consumable. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.